Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding a stent being detached was confirmed since the stent was noted as already separated from the delivery system. The detachment in the y-connector suggest that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available this only remains speculative. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during anendovascular embolization, an enterprise2 4mmx23mm (product code: encr402312, lot number: 9584142) became impeded in y connector and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire after it was out of the y connector. The doctor switched a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information received on 05-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x). The microcatheter did not kink/bent. There was so excessive force used with the devices. There was no procedure prolongation/delay due to the event.